Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and liquid contamination was observed inside usb port. The liquid contamination found within usb port would prevent the customer from charging the reader which would lead to the reader not powering on. Visually inspected the returned usb charger and usb cable and no damage was observed. Performed load test on the usb charger and results were within specification range. Visual inspection has been performed on the power adapter and no issues were observed. The power adapter voltage was measured to be within specification range. The returned sensor was further investigated and de-cased. Liquid contamination was observed on reader's pcba (printed circuit board assembly). Due to this, reader log was unable to be downloaded. Therefore, issue is not confirmed to use due to liquid contamination found inside the usb port. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement abbott diabetes care (adc) reader was reported. The replacement device was issued due customer reported being unable to test due to a fast draining battery. Due to delivery delay, customer was unable to test and experienced a loss of consciousness, "sweating profusely", "dizzy", and was unable to self-treat, requiring contact with emergency services (es). Es transported customer to the hospital where a healthcare professional (hcp), provided third-party treatment of intravenous glucose (type/dose unspecified) "to stabilize their blood glucose" for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history review (dhrs) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date "last week" prior to date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement abbott diabetes care (adc) reader was reported. The replacement device was issued due customer reported being unable to test due to a fast draining battery. Due to delivery delay, customer was unable to test and experienced a loss of consciousness, "sweating profusely", "dizzy", and was unable to self-treat, requiring contact with emergency services (es). Es transported customer to the hospital where a healthcare professional (hcp), provided third-party treatment of intravenous glucose (type/dose unspecified) "to stabilize their blood glucose" for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.